Event description:
An edwards aortic bioprosthetic valve was explanted due to stenosis 11 years after implant. Patient is reported as stable. Follow ups for device and patient records have been unsuccessful.

Manufacturer narrative:
The reported device was not returned to manufacturer. The reported stenosis cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events.